Manufacturer narrative:
Manufacturing and quality control data: the progav valve was manufactured by a qualified employee in june 2009. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav valve has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article (B)(4). All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation: description of incoming product condition the valve was received in the return kit, submersed in an unidentified liquid. The liquid is bloody and the product shows clear tissue adhesions. Results: the valve was sent to us in bloody liquid with strongly adhering tissue residues. In view of this, the valve was evaluated with the highest risk level for our staff. Under these conditions, an examination is not possible for us to perform. We ask for your understanding that we do not have the necessary resources for the investigation of such contaminated products. We cannot remove tissue adhesions of this kind without risk to our staff. For future returns, please ensure that the products are returned to us with significantly less contamination, but not sterilized and inserted in liquid. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a defect after impact trauma with a progav valve. The patient reports new clicking sounds after impact trauma. Implantation: unknown. Removal: (B)(6) 2020. Age: (B)(6). Height: (B)(6). Weight: (B)(6).